Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
Reference MDR #2242445-2011-00014, for the first event involving the same patient. It was reported that a leakage was found when injecting the contrast (under 500 psi) after the berman catheter was inserted into the patient. There was no reported patient death or injury. Medical/surgical intervention was not required. There was no delay/interruption in therapy. There were no reported patient complications. The patient outcome is fine.